Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the device was returned and analyzed. Analysis revealed that actual longevity is <(><<)> 80% of expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. Concomitant product: (B)(4), implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.